Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set cannula bent event on (B)(6) 2024. Insertion site was at thigh. The set was in use for one day and event occured on the same day. Blood glucose levels at the time of event were between 470 mg/dl. No further information available.